Event description:
During a knee arthroscopy the pump "ran away" causing the knee to visibly swell with fluid. The hosp staff stopped the pump and attempted to recalibrate without success. The case was continued with gravity flow. The pt did not experience any injuries or complications as a result of the pump overpressurizing.